Manufacturer narrative:
Date received by MFR: 05may2020. Date of this report: 06may2020. The customer did not respond to multiple attempts to confirm patient involvement and repair details. No additional information could be obtained.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 25feb2020.

Event description:
The customer reported that the alarm led on the power switch overlay is not illuminating. It is unknown if the device was in clinical use at the time the issue was discovered, however, there was no patient or user harm reported. Customer verified that the unit has an error which is consistent with alarm led (light-emitting diode) failure.

Manufacturer narrative:
G4: (B)(6) 2020 b4: (B)(6) 2020 h10: d10: device available for evaluation submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.